Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. D11. Concomitant products: 6943-65 lead, implanted (B)(6) 2003. (B)(4).

Event description:
It was reported that the patient presented to the emergency room due to palpitations and shortness of breath. A transmission observed the right atrial (ra) lead with occasional p-wave undersensing during atrial episodes. The lead remains in use. No patient complications have been reported as a result of this event.